Event description:
Brush head fell apart. Top head came off- oral b power care [device breakage]. Case narrative: relative/friend via phone stated that brush head fell apart in their daughter's mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.